Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode. A device check noted the right atrial (ra) lead was oversensing. Further testing indicated the noise/oversensing occurred at all atrial sensitivity settings. No intervention was done. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.